Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual (B)(4) /I operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual (B)(4) /I reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a shadow on the lower left of the screen while using the colonovideoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
In addition to the finding in b5, the evaluation found the customer's allegation was not confirmed. The evaluation also found the following: due to damage on charged-coupled device unit, the image was not displayed. Due to damage on scope connector, a noise image occurred. Due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The adhesive on the bending section cover (a-rubber) had a chip. The adhesive on a-rubber had a crack. The scope connector had a scratch. The objective lens had discoloration. The light guide lens had discoloration. The plastic distal end cover had a scratch. The connecting tube had a scratch. The scope connector cover unit had a scratch. The protector of the universal cord on the scope-connector side had a scratch. The protector of the universal cord on the control section side had a scratch. Universal cord had a scratch. The flexibility adjustment ring had a scratch. Grip had a scratch. Scope cover had a scratch. Switch 1 had a scratch. Scope cylinder was shaved. The forceps elevator (fe) lever had a scratch. The fe knob had a scratch. The up/down knob had a scratch. The right/eft nob had a scratch. The control unit had a scratch. Adhesive on a-rubber had a crack. Adhesive on a-rubber had a chip. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The switch box had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.